Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2025. During the procedure, the clip misfired and did not attach. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown location. Block h11: investigation results: visual analysis of the returned device revealed that the clip assembly was missing and there was evidence of full deployment. Device/media analysis confirmed that the device had been fully deployed and returned without the clip assembly, which is essential for a complete evaluation. As a result, the reported event of "clip misfired and did not attach" could not be confirmed. The absence of the clip assembly limited the ability to determine whether a malfunction occurred. The risk review confirmed that the event of "clip premature deployment" is documented in the product's risk documentation and has been accounted for in the risk analysis, supporting an acceptable risk-benefit profile. Based on all available information, the investigation concluded with a most probable cause of "no problem detected," as the device appeared to have functioned as intended and no malfunction could be confirmed without the missing component.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2025. During the procedure, the clip misfired and did not attach. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.